Event description:
The healthcare provider suspected an infection of the pump pocket site. An MRI was being performed to help determine what could be going on. It was determined that the pt had a csf leak from a hole in the catheter, not an infection. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).